Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer was assisted with trouble shooting with orange juice. The customer did not trouble shoot the issue. The customer inquired about replacement test stripes to be sent out to them. The customer was informed that the supplies would be sent out. The customer did not return the product back for analysis.